Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to hospital complaining of chest pain. An anterior wall myocardial infarction was diagnosed. Emergency coronary angiography revealed total occlusion of the proximal left anterior descending artery (lad), and primary percutaneous coronary intervention was performed. Angiograms showed that the lad was wrapped around the apex of both ventricles. On day 8, ventricular fibrillation and cardiopulmonary arrest occurred due to elevation of the pacing threshold because of pacemaker malfunction and pacing failure of the right ventricular lead. The pacemaker was upgraded to an implantable cardioverter-defibrillator and the lead was inserted into the right ventricular septum. No further information available this time.